Event description:
It was reported that a generator reboot, collimation iris closure, and a system lock-up occurred during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a damaged isolated interface pcb. System operates as intended.